Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32003, 1627487-2020-32566. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue. Date of explant is unknown.